Manufacturer narrative:
Analysis of the extension model 7495-25 serial (B)(4) found no anomaly. The proximal end of the extension was ok and setscrew marks were observed in the correct location. The conductors were ok and the outer insulation was intact. The distal end was ok. Continuity was acceptable and there were no shorts between circuits.

Event description:
Additional information received reported a loss of stimulation, reprogramming, and low impedances. A broken extension was suspected. It was noted that there was no patient injury.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was believed that the neurostimulator had displayed an end-of-service / end-of-life message. It was unknown why the ins only lasted six months. It was later reported that the patient had her entire system replaced and it was a successful outcome.

Event description:
Additional information received confirmed that the patient experienced "erratic" stimulation from their implantable neurostimulator (ins) back in (B)(6) 2011. She now experienced a surging sensation when she leaned over to throw a bowling ball. It was noted that she had not bowled since a fall in (B)(6) 2011 (slipped on some pop in a grocery store) and because of device "issues" she had. The patient was scheduled to have a new lead placed on (B)(6), 2012. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3888-28, lot #l45159, implanted: (B)(6) 1997, explanted: na. Extension: model 7495-25, lot #naf008056n, implanted: (B)(6) 1997, explanted: na. Programmer: model 7434-e.

Event description:
Further follow-up information received reported that the reason for the ins system replacement was normal depletion of the battery and that the patient was not getting good coverage. It was also noted that the extensions were bothering her. If additional information is received, a follow up report will be sent.

Event description:
Further follow up information received from the healthcare professional indicated that the cause of the event was malfunctioning lead with an unsuccessful revision of the extension. Impedance measurements were reported as "undocumented". On (B)(6) 2012 a surgical procedure was performed at which time the percutaneous leads were explanted and the ins was replaced. A new lead was then implanted with good results achieved. The patient outcome from the surgical procedure was reported as recovered without sequelae. If additional information is received, a follow up report will be sent

Event description:
Follow-up information received reported that the patient also had a loss of therapeutic effect. A surgical revision procedure was performed on (B)(6) 2011. The neurostimulator, lead, and extension were all disconnected and tested. When the lead was tested alone with the external snap-lid accessory, the patient had good stimulation coverage. However, when the lead was tested with the extension "bad" results were noted. The extension was then replaced with good stimulation results. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Extension: model 7495-25, lot #naf008056n; explanted: (B)(6) 2011.

Event description:
It was reported that the patient had stimulation in anterior torso region (stomach and back) instead of the targeted area of the right leg which began following surgery to replace the neurostimulator. Impedance measurements taken at both 1.5 and 3.0 volts were on the low side of the normal range (300 to 400 ohms) for the unipolar combinations and 600 to 700 ohm range for bipolar combinations. It was noted that when the physician pressed on the neurostimulator in the pocket the patient obtained the targeted stimulation to the right leg. When the pressure was release the stimulation returned to the stomach and back area. It was reported the patient was being worked up for a revision. If additional information is received, a follow-up report will be sent.